Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - impact code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated they have had a persistent staph infection for 14 years, which started after their hip replacement surgery, approximately 15 years ago. Despite consulting with different disease doctors, they have not been able to get rid of the infection. The patient mentioned they require a revision surgery, but no doctors are willing to perform the surgery due to the ongoing infection. No further information available.

Manufacturer narrative:
A2: 80 years old; unknown if age is current or at time of event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.